Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the initial stenting procedure was in 2009. Following pre-dilatation, a 2.5 x 18 promus stent was deployed in the mid rca. A second 2.5x18 promus was advanced, but removed with the stent intact. A 3.0 x 28 promus stent was then deployed in the mid rca. One week later, the patient returned (with chest pains) with a total occlusion (thrombosis) of the rca. Two stents from another company were implanted, one in the distal rca and one in the mid rca. Another company's thrombectomy device was also used. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Angina and thrombosis, as noted in the promus IFU, are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a sds quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency. The second promus (part 1009541-28b, lot 8121761), is being filed under the same MFR#.